Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported six months later that the patient experienced pain at the implantable neurostimulator (ins) site upon turning on the ins. Reprogramming was performed on several occasions, impedances checked but no change in symptoms. The ins was explanted and replaced. The patient has not reported any further symptoms. The issue was resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ¿pain¿ and ¿discomfort¿ at the implantable neurostimulator (ins) pocket. It was further reported the patient experienced ¿general pain felt around the ins site¿ with no infection present. The pain had been present since after implant. Impedance testing was performed and ¿high¿ impedances were found on electrode four, while ¿the rest were in range.¿ x-rays were also performed ¿to look at the ins and connections¿ and it was noted there were ¿no signs of misalignment¿ of the leads with the ins. The patient was reprogrammed by having their program 2 turned off, ¿which provided slight reduction of discomfort at the ins site.¿ it was noted the patient¿s physician was ¿considering open testing to further diagnose the issue¿ at the time of report. The patient was alive with no injury at the time of report. As of nine days after initial report the patient was still receiving therapy and also still experienced discomfort. As of 16 days after initial report ¿nothing had been performed¿ with the patient and the issue was being further investigated. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was ¿functionally okay¿ with only ¿insignificant anomalies.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.